Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (b0(6) 2023. On (B)(6) 2023, the patient experienced dizziness and incoherence and required assistance from her spouse for the treatment of hypoglycemia in the form of carbohydrates. At some point, the cgm was reportedly reading 40 mg/dl and the blood glucose reading was 112 mg/dl. The patient recovered after treatment and was fine at the time of the report. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. The reported glucose values fall within the b zone of the parkes error grid. The data investigation found a difference in values that fall within the b zone of the parkes error grid. No additional patient or event information is available.